Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000522, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was no power to the image acquisition system (ias) and mobile view station (mvs). The din rail fuses were replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not power on while the system was plugged in to a working outlet. There was no patient present when this issue was identified.